Manufacturer narrative:
H.6. Investigation: multiple photos and two sealed shelf cartons containing 100 threaded lock pieces each were received, confirmed to be from batch #9323673 (p/n 303369). The samples were visually evaluated. Both cartons were confirmed to have defective pieces with the short cannula condition for a total of 25 out of the 200 pieces inspected. The short cannula condition is rejectable per product specification. The affected cavities identified during inspection include: #1, 10, 28, 43. In addition to short cannula, 20 pieces were observed to have attached flash on cannula within acceptable limits per product specification. Finally, 1 piece was found to have damage resulting in slight bending of the luer lock and cannula connections. A potential root cause for damage to one piece is associated with the assembly process. The one damaged piece is within aql for this product per product specification for this batch. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9323673 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that 2 bd threaded lock cannulas were clogged/occluded or experienced flow issues. Product defect was noted during use. The following information was provided by the initial reporter: products didn't pass water.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd threaded lock cannulas were clogged/occluded or experienced flow issues. Product defect was noted during use. The following information was provided by the initial reporter: products didn't pass water.